Event description:
It was reported that during a case, the tip of the unit broke off in the pt. It was further reported that the doctor was able to retrieve the broken piece from the pt.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.